Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose cup results generated by the unicel dxc 800 pro synchron clinical systems for one patient. The original glucose result was 530 mg/dl. The sample was repeated and two results of 373 mg/dl were obtained. The result of 373 mg/dl was reported out of the lab. Customer rerun the original sample for glucose on a different instrument and the result was 526 mg/dl. The result was then amended. Per customer, physician believed the result of 526 mg/dl because the glucometer read >400 mg/dl. It is unknown if patient treatment was affected, but laboratory indicated that the amended result was sent to the physician within 15 minutes of the original erroneous result.

Manufacturer narrative:
Per customer, calibration and qc had been acceptable prior to and after the event. A field service engineer (fse) was dispatched: the fse replaced a stirrer motor. Bci requested to return the motor for investigation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.